Manufacturer narrative:
Result: both power cords missing ground prong and had loose power prongs.

Event description:
It was reported by service report that both power cords were damaged. No patient involvement or adverse consequences were reported.